Event description:
On (B)(6) 2011, pt reported she has continued to receive e4 (occlusion) errors on her infusion device. Pt stated her blood glucose level is running high and she is still receiving occlusions while using the infusion sets. Pt reported she was attempting to give a bolus of 12.0 units of insulin to cover her lunch, but the infusion device continues to display and e4. Pt stated she just changed the infusion set yesterday. Pt reported she has already tried to disconnect the infusion set and prime from the transfer set; insulin does flow from the infusion set tubing. Advised pt this tells us the occlusion is in the infusion site. Assisted pt with using a different type of infusion set; bolus 1.0 units of insulin to fill the new infusion set cannula. Had pt check bolus history. Pt tested her blood glucose level during the call with a reading of 397 mg/dl. Pt's target blood glucose range is 90-150 mg/dl. Pt calculated a correction of 15.0 units of insulin and delivered this during the call w/o an e4 being displayed. Advised pt to monitor her blood glucose level. On call back pt reported she rec'd another occlusion and her blood glucose levels are still elevated. Had pt disconnect from her insulin site and prime; infusion device occluded again. Pt stated the insulin cartridges are being reused. Advised pt to always use fresh cartridges. On call back pt reported having the same insulin cartridge in use for over 4 times. Advised pt she will need to fill a new insulin cartridge and connect back to the infusion device. On f/u call on (B)(6) 2011, pt reported after ending the call on (B)(6) 2011 she contacted her doctor because of her elevated blood glucose level and was revised to go to the emergency room. Pt stated she was admitted to the hospital and given insulin IV for treatment and then released after 2 hrs. Pt reported her blood glucose came back to normal after receiving the IV. Pt stated once she go home that evening she filled a new insulin cartridge and everything is working okay. On f/u call on (B)(6) 2011, pt stated she may have been able to treat herself. Pt reported she contacted the doctor because she could not lower her blood glucose level with her insulin infusion device and was instructed to go to the hospital for treatment. Requested return of the alleged infusion set for eval.